Manufacturer narrative:
Product event summary: the waist pack was not returned for evaluation. However, visual evidence provided confirmed that the seams around the controller pocket were damaged. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited to wear and/or the handling of the pack. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received an image of a waist pack because the stitching was damaged. The waist pack subsequently tested out of specification during manufacturer¿s analysis. The waist pack remains in use. No patient complications have been reported as a result of this event.